Manufacturer narrative:
(B)(4). The customer returned one single guide wire assembly for evaluation. No signs-of-use were observed. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend appeared to be normal and intact. Microscopic examination confirmed the kink on the guide wire body. Both welds were present and were observed to be full and spherical. The kink on the guide wire were located 62mm from the distal tip. The overall length of the guide wire measured 601mm which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm which is within the specification of 0.788mm-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire per IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle rotating motion. Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink near the distal end. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found that the j-tip guide wire was bent and stretched when pushed with a little force for insert. So md judged as defective product and finished the procedure using new product". It was reported "the j-tip guide wire sags". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found that the j-tip guide wire was bent and stretched when pushed with a little force for insert. So md judged as defective product and finished the procedure using new product". It was reported "the j-tip guide wire sags". No patient harm reported. The patient's condition is reported as fine.